Manufacturer narrative:
Date of event: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Device manufacture date: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: (B)(6). This event was reported by a boston scientific sales representative. (B)(4). Investigation results: the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 301 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip was observed to be degraded down. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the connector. When tested on the console, the message read "applicator has been used 5 times". No other problems with the device were noted. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
A lighttrail reusable laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. No further information has been obtained despite good faith efforts.